Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 24-mar-2017: quality-safety evaluation of ptc (ptc global number (B)(4)). Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had severe pelvic pain and abnormal bleeding (interpreted as genital bleeding). She underwent a partial hysterectomy approximately 2.5 years after insertion. These events are anticipated in the reference safety information for essure. Pelvic pain and genital bleeding in women may have multiple causes. In the present case, no information regarding consumer's medical history and concurrent conditions was provided. Given the nature of the reported events and lack of alternative explanation, causality with essure cannot be excluded. This case was regarded as incident since surgical intervention was required. Non-serious events were also reported. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who received essure for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), dysmenorrhoea ("severe menstrual pain"), back pain ("severe lower back pain") and alopecia ("hair loss"). The patient was treated with surgery (partial hysterectomy performed on (B)(6) 2015). On (B)(6) 2015, the patient experienced procedural pain ("painful post-operative recovery"). Essure was withdrawn. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, dysmenorrhoea, back pain and alopecia had resolved and the procedural pain outcome was unknown. The reporter considered pelvic pain, genital haemorrhage, abdominal pain lower, dysmenorrhoea, back pain, alopecia and procedural pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): in (B)(6) 2013: hysterosalpingogram result was no result was provided. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had severe pelvic pain and abnormal bleeding (interpreted as genital bleeding). She underwent a partial hysterectomy approximately 2.5 years after insertion. These events are anticipated in the reference safety information for essure. Pelvic pain and genital bleeding in women may have multiple causes. In the present case, no information regarding consumer's medical history and concurrent conditions was provided. Given the nature of the reported events and lack of alternative explanation, causality with essure cannot be excluded. This case was regarded as incident since surgical intervention was required. Non-serious events were also reported. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain") and genital haemorrhage ("abnormal bleeding") in a 27-year-old female patient who had essure (batch no. 975384) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "trouble inserting left coil". The patient's concurrent conditions included urinary urgency and urinary frequency. Concomitant products included butorphanol, diazepam (valium), ibuprofen, ketorolac, norethisterone (micronor) and ondansetron (zofran). In 2012, 1 day after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), headache ("migraines / headaches") and fatigue ("fatigue"). In 2012, the patient experienced dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)/menstrual pain"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2015, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping/left lower quadrant pain"), back pain ("severe lower back pain/lower back pain"), alopecia ("hair loss/hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and nausea ("nausea"). The patient was treated with ibuprofen (motrin), surgery (full hysterectomy with bilateral salpingectomy diagnostic cystoscopy), surgery (ablation), surgery (ablation) and surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, dysmenorrhoea, back pain, alopecia, vaginal haemorrhage, menorrhagia, migraine, headache, nausea and fatigue had resolved and the procedural pain outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, procedural pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: everything was good concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jul-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain") and genital haemorrhage ("abnormal bleeding") in a 27-year-old female patient who had essure (batch no. 975384) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "trouble inserting left coil". The patient's concurrent conditions included urinary urgency and urinary frequency. Concomitant products included butorphanol, diazepam (valium), ibuprofen, ketorolac, norethisterone (micronor) and ondansetron (zofran). On (B)(6)2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)/menstrual pain"), migraine ("migraines / headaches"), headache ("migraines / headaches") and fatigue ("fatigue"). On (B)(6)2015, 2 years 5 months after insertion of essure, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping/left lower quadrant pain"), back pain ("severe lower back pain/lower back pain"), alopecia ("hair loss/hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and nausea ("nausea"). The patient was treated with ibuprofen (motrin), surgery (full hysterectomy with bilateral salpingectomy diagnostic cystoscopy) and surgery (ablation). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, dysmenorrhoea, back pain, alopecia, vaginal haemorrhage, menorrhagia, migraine, headache, nausea and fatigue had resolved and the procedural pain outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, procedural pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in february 2013: everything was good concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet and medical records received: events per pfs: abnormal vaginal bleeding, migraine/headache, nausea, fatigue, trouble inserting left coil were added. Patient's medical history, concomitant medications added. Event outcome was updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.